Event description:
Revision for quadra p subsidence, 3 months after primary. The stem the head and the liner have been revised successfully.

Manufacturer narrative:
Batch review performed on 30 october 2023: lot 2302601: (B)(4) items manufactured and released on 24-may-2023. Expiration date: 2028-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.